Manufacturer narrative:
(B)(4). The customer reported that the device locks up during opcheck. The device was evaluated at philips. The symptom was verified. The software was reloaded to resolve the issue.

Event description:
The customer reported that the device locks up during opcheck.